Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Minimize catheter manipulation throughout procedure to maintain proper catheter tip position." A device history record review was performed, and a finding for the material mc-16553-002i was identified, which was not relevant to the investigation. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the white lumen of the cvc is occluded. The issue was identified during use on patient. The patient was reported as fine and there was no patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the white lumen of the cvc is occluded. The issue was identified during use on patient. The patient was reported as fine and there was no patient harm or consequence.